Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found; grommet damage was noted. Functional testing revealed pacing output was confirmed both under telemetry and with telemetry removed.

Event description:
It was reported, during a routine device change out, oversensing was observed. No patient complications have been reported as a result of this event. Additionally, a medwatch 3500a was received from the user facility which reported post ICD implantation, the generator created electrical noise, which could not be corrected. The device was removed, and another device was implanted without incident. The device was deemed defective.